Manufacturer narrative:
Device evaluated by MFR: the gladiator elite was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 25mm distal of the proximal markerband. As the distal section of balloon material had been pulled distal over the tip of the device. Inflation of the balloon is not possible. A visual and tactile examination found the shaft of the device to be severely stretched and kinked between the proximal and distal markerbands. A visual examination found no issues with the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a forearm vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, when the balloon was inflated to 20 atmospheres, the balloon ruptured and could not be expanded. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable. It was further reported that the 60% stenosed target lesion was located in the mild tortuous and moderately vessel. The balloon ruptured upon first inflation for 30 seconds. The device was removed normally from the patient.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a forearm vessel. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, when the balloon was inflated to 20 atmospheres, the balloon ruptured and could not be expanded. The procedure was completed with another of same device. No patient complications were reported, and the patient status was stable.